Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer's mother stated that there was an issue with the infusion set. The mother stated that their son has been running high due to a bad infusion set. The customer changed their infusion set and has not had a problem since. The customer was not available for trouble shooting. The customer's insulin pump works as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.